Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed. The root cause of this condition could not identified. The main batteries and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user has contributed to this event.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up in the intensive area unit. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.